Event description:
This device was being prepped for an angioplasty procedure, air was being drawn into the syringe. The device was not used for the procedure. The device is being returned for analysis.